Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported receiving a button error alarm on the insulin pump. Customer's father also reported that the buttons on the insulin pump's keypad were not responding and the numbers were ramping on the screen. Customer's father stated that the insulin pump had recently been exposed to moisture. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.